Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. A review of the test data indicated impedance issues. The recipient presented with poor hearing quality. Programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.